Event description:
Pump is designed to alarm if air gets into pump tubing and stops infusion before air gets past infusion pump. Pump didn't alarm and air went past pump. Biomed called medrad (pump manufacturer). Service technician came in to replace pump in question with new pump and verified proper operation and placed in service.